Event description:
The device was used and made the proper signals with no signs of any type of malfunction. The procedure was completed and aprox 8 hours post procedure the pt had to be brought back to the o.r for internal bleeding. When pt was opened, the surgeon found multiple seals oozing from the operative sites. The surgeon proceeded cauterize and suture the vessels to stop the bleeding. The pt had to be transfused, but it is unk how many units were administered. After the reoperation the pt status is now stable.